Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report (drawer failure / resh main) was confirmed by fse (field service engineer). According to work order (wo) (B)(4), the field service engineer (fse) determined that the main enhanced half height drawer 6.1 module and the control boards were causing the issues. The fse replaced both boards, and the customer tested the system. The system functioned as intended after the field service engineer completed the repair. Dchu received for evaluation: one (1) used pcba pmc v1.06/v0.09bl hh, p/n 151630 01 (s/n (B)(6)), which did not show any anomalies. One (1) used pcba dwr cntlr v1.10/v1 p/n 151622 01 (s/n (B)(6)), which did not show any anomalies. Dchu laboratory testing: digital multimeter (dmm) testing of the pcba pmc v1.06/v0.09bl hh revealed a damaged fuse f201. Consequently, no further testing was required. Digital multimeter (dmm) testing of the pcba dwr cntlr v1.10/v1 p/n 151903 01 confirmed damaged components (d501 and mosfet q501). Consequently, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the report (drawer failure / resh main) is damaged components: the pcba drawer controller board has damaged components d501, mosfet q501, and mosfet q601; the pcba fh cubie pmc has a damaged component, fuse f201.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that pcba drawer controller board and fuse has damaged. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) found the main enhanced half height drawer 6.1 module and control boards were caused the issues. So, the fse replaced both boards and the issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.